Manufacturer narrative:
Pt age and weight was not provided. Software investigation in progress.

Event description:
A medtronic rep reported the surgeon alleged navigation was 2-3mm inaccurate during a frontal endoscopic sinus surgery (fess) case. Surgeon alleged navigation was inaccurate in the anterior direction. Doctor did not abandon use of navigation and proceeded with the case as planned without any harm to the pt.